Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a void >1mm in the non-textured area, and once curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. The fill inspection test was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening on the valve bond edge side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.